Manufacturer narrative:
This report is for an unk - screws: locking trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient has distal femur fracture on (B)(6) 2019 and the patient was underwent for the implant removal index surgery on (B)(6) 2019 - orif- distal femur lcp- started on non-weight bearing ambulation with support. The facility name of original implant is titanium lcp distal femur plate 11-hole left side. All implants are successfully explanted without any issue. There was no reported surgery delay. The patient was in pain. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: locking compression plate 4.5/5 le 11hole l276 tan (part# 422.257, lot#1l39261, quantity 1), locking screw self-tap l46 tan (part#413.346, lot#l111268, quantity 1), locking screw self-tap l50 tan (part:#413.350, lot#l939979, quantity 1), locking screw self-tap l55 tan (part#413.355, lot#l619359, quantity 1), locking screw self-tap l65 tan (part#413.365, lot#l098768, quantity 1), locking screw self-tap l70 tan (part#413.370, lot#l133196, lot#l123910, quantity 2), cortex screw self-tap l34 ti (part#414.834, lot#l203703, quantity 1), cortex screw self-tap l36 ti (part#414.836, lot#l131395, quantity 1), cortex screw self-tap l40 ti (part#414.840,lot#2648743, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken at the neck section (between head and shank), this thus confirming the complaint description. In addition, the screw shank has sings (damage) most likely from pliers. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot l068176. All relevant features are defined on the used drawing revisions of DHR of production lot l068176. Summary: as per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that an overloading situation could have led to this issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 413.336. Lot: l068176. Manufacturing site: hägendorf. Release to warehouse date: jul 15, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.